Event description:
Customer reported she was experiencing high blood glucose of 403 mg/dl and in the morning she was low. Customer stated that she has been receiving calibration errors. Customer calibrated twice a day. She removed the sensor and it was bent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.